Manufacturer narrative:
Fields updated: b4, e1 (corrected), g4, g7, h1, h2.

Manufacturer narrative:
Fields updated: b4, d10(corrected), g4, g7, h1, h2, h6. A complete manufacturing and material records review for the device model pvs23 and sn pc1921a has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Considering the time elapsed between the event and the awareness date, the manufacturer is unable to further follow up on the device disposition after the explant. It can be reasonably assumed that the device is not available for return or it is in a condition that would prevent a reliable investigation of the device. Based on the available information, it is not possible to determine a definitive root cause for the reported event. However, based on the document review performed, no manufacturing deficits were identified. Per livanova experience, an intraoperative perivalvular leak with a perceval valve can be caused, but not limited to, a suboptimal decalcification of the annulus, an improper seating of the device or can be secondary to a device mis-sizing or stent folding of the device. In this case, since a trifecta 21mm was ultimately implanted intra-annularly, and considering the labelled sizes, it is possible that the perceval pvs23 was mis-sized. Ultimately, the root cause cannot be established at this time.

Manufacturer narrative:
Considering the time elapsed between the event and the awareness date, it can be reasonably assumed that the device is not available for return or it is in a condition that would prevent a reliable investigation of the device. The review of the device history records will be performed and a follow-up report will be provided within the required timeline. Device disposition unknown, not returned.

Event description:
The manufacturer was informed on this event through the persist study. On (B)(6) 2017 a patient was intended to receive a perceval pvs23 as part of an avr. The manufacturer was notified that during the implanting procedure a paravalvular leak was identified on the echo. The device was explanted and replaced with a trifecta 21mm valve. Based on the information reported on the database, the patient was not adversely impacted by the event. The patient was discharged on (B)(6) 2017 and is doing well per the last available information (B)(6) 2019).